Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the small battery drive device control unit did not function. It was also observed that the electronic control unit (ecu) wiring was exposed. It was further determined that the device failed the following pre-tests: check the off/osc/on switch mode function,check the oscillation angle, check switching function, check power with test bench; (tick motor type) re 25 = min. 50 to 80 w or re 28 = min. 40 to 65 w,check the triggers and ecu function. It was noted in the service order that the motor on the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.